Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Patient code: the delay length was unknown as per the customer. The patient was under anesthesia for the unknown time. Product has not been received by zimmer biomet and the investigation will begin once product is received. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the zimmer meshgraft ii device did not perforate graft correctly during surgery where an additional graft was needed to complete the surgery. There was some delay in the procedure but it was not noted how long. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed zimmer biomet surgical has previously repaired/evaluated meshgraft ii (B)(4) three times as documented in the repair reports. The last repair was (B)(6) 2012 where it was reported that the device needed preventative maintenance and the cutter, roller and ratchet were replaced. This is not a related issue. Initial qa inspection of the meshgraft ii by zimmer biomet surgical was not performed since the device was not returned for evaluation. The customer purchased a new device. Repair of the meshgraft ii was not performed by zimmer biomet surgical since the device was not returned for the repair process. The customer purchased a new device. The reported event was non-verifiable since the device was not returned for evaluation or repair. The root cause of the device not perforating the graft correctly cannot be specifically determined with the provided information since the device was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.